Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. One opened probe was received with a tip protector, in a tray along with other items, for the report of no cutting. The returned sample was visually inspected and found conforming. The probe was then functionally tested for actuation and cut. The sample was found to be conforming for cut and non-conforming for actuation. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks and gouge marks were observed at multiple locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The complaint evaluation does not confirm that the probe had a cut failure. The evaluation indicated that the probe had an actuation failure. The cut functionality of the probe was conforming, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The root cause of the actuation failure cannot be determined from the evaluation performed. No specific action with regard to this complaint was taken by the manufacturing site because the probe sample was conforming for cut and the exact cause of the actuation failure could not be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not cut and aspiration functional during a procedure. The probe was replaced and procedure completed with no patient harm.